Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen coming from the tubing during the load process. Customer's blood glucose (bg) level ranged from "low"-55mg/dl. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.